Manufacturer narrative:
No further information was provided in relation to the patient. Beckman coulter complaint handling unit evaluated the event involving the dxc 800 pro analyzer. Ion selective electrode (ise) calibration and control recoveries were reviewed. Calibration and control recoveries were within the laboratory's established ranges, and system performance was verified. The customer acknowledged the difference of initial and repeated ise results was within the laboratory guidelines. Service was not dispatched to the customer site. The system is performing as expected. There is no evidence of a system malfunction. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported their dxc 800 pro analyzer generated questionable sodium (na) and potassium (k) patient results. A physician questioned several ion selective electrode (ise) results. The patient samples were rerun three (3) days later with acceptable recoveries compared to the original results. The customer reported did not provide the patient data; however, the customer provided one (1) example of the erroneous results for sodium. The customer reported a patient was treated with sodium chloride due to the false results. The concentration and method of treatment are unknown.